Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results of "110, 128, 127, 124 and 108 mg/dl" with the subject meter and "90, 97 and 87 mg/dl" with another meter (freestyle lite), performed within and unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.